Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the user was in the shower, but disconnected from the pump. There was no reported impact to the user's blood glucose (bg) level as the user had not checked their bg level. There was a delay in clearing the alarm; however, insulin delivery was resumed.